Event description:
Healthcare professional reported right side rupture found at the time of explant with "started to get hard, pain, and beginning of capsular contracture" baker grade unknown. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken assessed as surgical damage. Missing shell assessed as inconclusive. ¿ visibility/palpability: unable to observe as it is not related to the device. ¿ capsular contracture: unable to observe as it is not related to the device. Additional observations: no other observations observed. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, capsular contracture baker grade unknown.

Event description:
Healthcare professional reported right side rupture found at the time of explant with "started to get hard, pain, and beginning of capsular contracture" baker grade unknown. Device has been explanted.